Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the colon on (B)(6), 2010.according to the complainant, the physician was unable to deploy the stent; the outer sheath would not retract. The physician applied extra force to the handle in order to try and deploy the stent; however, the handle then broke. The device was removed from the patient and a shorter wallflex stent was placed.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.